Event description:
Hcp reported that the patient exerienced an overdose when the refill drug for the pump was administered incorrectly. The patient started getting drowsy with some loss of consciousness. The patient was transported to ER and spent 2 days in the hospital. Since that time the patient has been seen in the clinic for a refill and another follow-up appointment and hcp reported that the patient is "doing fine".